Event description:
Dealer is stating that the customer came into the store with the broken footrest. Lever for the swingaway broke off

Manufacturer narrative:
Follow up to be sent if additional information is received.